Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medbank validation codes did not work, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device brand name, common device name and concomitant med prod data. Upon investigation of the actual device used in this incident, it was determined that the machine link was not available on the local management interface (lmi), and remote connection through remote smart service (rss) using bomgar was not possible due to software issues. A technical support specialist contacted the pharmacy and advised the pharmacist to provide both the override and normal validation codes to the nurse, as it was unclear whether the item was added to the profile or if the order was live. Shortly after, the nurse was able to issue the item successfully. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported when using the bd pyxis¿ medbank validation codes did not work, preventing user from removing the required medication. There were no adverse events or injuries reported based on this event.